Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported the were dribbling and leaking so they wanted to increase stimulation. The patient reported that due to the dribbling they went in to get their urine tested to see if the patient had a uti. The patient stated they got utis often (a pre-existing condition and not related to the device/therapy) and that they¿ve had 2 confirmed (unrelated) utis since their implant and they were tested today for the 3rd (unrelated) uti but that it hadn¿t been confirmed yet. The patient inquired about programming and inquired if they were set on a high setting as they were at 1.7. The patient had their manuals in front of them prior to the call; however, they couldn¿t find the instructions they had on how to use the programmer. While on the call, with the help of patient services, the patient was able to connect their programmer with their implant and saw they were on program 2 and set at 1.7. The patient wanted to increase and when they attempted to do so the patient described a screen that patient services was not able to determine; however, patient services understood that the programmer was telling the patient to turn stimulation on as the reason why the patient was unable to increase stimulation. The patient asked patient services to enlighten them as to how the device was turned off but the patient stated they might have pressed the stimulation off button on the day of the call; however, they were not sure. The patient was then instructed to press the stimulation on button and the patient stated they could feel stimulation. The patient then attempted to increase stimulation again and they were able to increase to 1.8, indicating stimulation was on. The patient noted they thought they could feel something down there before when the stimulation was off. The patient further clarified what they were feeling was not a ¿bad pain.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she had been noticing a return in her symptoms. She explained she was sick with diarrhea and incontinence, and that these issues may have started in december. The patient stated her symptoms were doing better after she had it put in for a while, but then the symptoms came back around december with diarrhea. She stated that once she was "on a bus and the bar on the bus was kind of hitting her because it was not a smooth ride" and that happened last year. It was indicated that the patient tried increasing stimulation a while back but have not used the programmer in a while. She was calling for help using the patient programmer. She stated the screen did come on but has never changed batteries. She was going to find some new batteries and will then call back. The patient also mentioned that she was "subject to infections". The patient explained that she meant uti and she has been having more this year, compared to last year. She noted she has been prescribed antibiotics to help with it.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported the were dribbling and leaking so they wanted to increase stimulation. The patient reported that due to the dribbling they went in to get their urine tested to see if the patient had a uti. The patient stated they got utis often and that they¿ve had 2 confirmed utis since their implant and they were tested today for the 3rd uti but that it hadn¿t been confirmed yet. The patient inquired about programming and inquired if they were set on a high setting as they were at 1.7. The patient had their manuals in front of them prior to the call however they couldn¿t find the instructions they had on how to use the programmer. While on the call, with the help of patient services, the patient was able to connect their programmer with their implant and saw they were on program 2 and set at 1.7. The patient wanted to increase and when they attempted to do so the patient described a screen that patient services was not able to determine however patient services understood that the programmer was telling the patient to turn stimulation on as the reason why the patient was unable to increase stimulation. The patient asked patient services to enlighten them as to how the device was turned off but the patient stated they might have pressed the stimulation off button on the day of the call, however they were not sure. The patient was then instructed to press the stimulation on button and the patient stated they could feel stimulation. The patient then attempted to increase stimulation again and they were able to increase to 1.8, indicating stimulation was on. The patient noted they thought they could feel something down there before when the stimulation was off. The patient further clarified what they were feeling was not a ¿bad pain.¿ there were no further complications reported.